Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft system and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknown. It was reported that during the initial implant the main body had been pulled down and two cuffs were imiplanted. It was reported in january 2004 the main body and the cuff separated due to the increase in aneurysm neck diameter. There was a type I endoleak present. Four days later the physician implanted a stent graft cuff and successfully resolved the endoleak. No clinical sequelae were reported, and the patient is reported to be fine.